Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be jumping. The customer's blood glucose level was 120 (mg/dl). Review of the pump data logs by tandem technical support showed the battery gauge dropped from 75% to 45% after being connected to a power source. The battery gauge later jumped from 70% to 100% while not connected to a power source. Reportedly the customer would continue to use the pump for insulin therapy.